Manufacturer narrative:
Analysis confirmed the customers comment that the screen does not always respond to the stylus. It was noted that the programmer was locked on the medtronic logo screen on first attempt to power on. The display was causing the booting issues and the intermittent stylus issue. The computer platform was replaced and software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen does not always respond to the stylus and also exhibited a system error code on the programmer screen. The programmer was returned for service. There was no patient involvement.